Manufacturer narrative:
Initial inspection of the returned faradrive sheath observed a kink in the shaft and a pull wire broken in the middle of the shaft near the kink. An attempt to evaluate the sheath's steerability performance was unsuccessful, as the steering knob was able to rotate clockwise and did not engage the deflection mechanism. Dissection of the sheath handle found a pull wire loose in the sled due to the broken wire inside of the shaft. Microscopic inspection of the shaft observed a pull wire broken in the middle of the shaft near the kink, causing the loss of steerability seen during functional testing. X-ray inspection of the sheath shaft observed a pull wire broken in the middle of the shaft.

Event description:
During the procedure of pulmonary vein isolation to treat atrial flutter (af), faradrive steerable sheath clear was selected for use. The sheath was prepared as per the instruction. No issue was noted until the ablation was successfully performed in the left superior - inferior pulmonary veins and right inferior pulmonary vein. The patient had normal left atrial anatomy with four pulmonary veins. However, when attempt was made to manipulate the catheter to cannulate the right superior pulmonary vein, the steering knob was not responding and the sheath was not steerable. So, the catheter was removed from the patient body and when a stiff wire was inserted to get a transseptal puncture. The wire slipped out of the left atrium, causing the loss of transseptal access. A new sheath was prepared but transseptal puncture was lost. No patient complication was reported. The device is not expected to be return for analysis. The procedure was canceled due to loss of access following the removal of the faradrive sheath.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During the procedure of pulmonary vein isolation to treat atrial flutter (af), faradrive steerable sheath clear was selected for use. The sheath was prepared as per the instruction. No issue was noted until the ablation was successfully performed in the left superior - inferior pulmonary veins and right inferior pulmonary vein. The patient had normal left atrial anatomy with four pulmonary veins. However, when attempt was made to manipulate the catheter to cannulate the right superior pulmonary vein, the steering knob was not responding and the sheath was not steerable. So, the catheter was removed from the patient body and when a stiff wire was inserted to get a transseptal puncture. The wire slipped out of the left atrium, causing the loss of transseptal access. A new sheath was prepared but transseptal puncture was lost. No patient complication was reported. The device is not expected to be return for analysis. The procedure was canceled due to loss of access following the removal of the faradrive sheath.